Event description:
On (B)(6) 2015 it was reported that during generator replacement due to end of service, high impedance was found as well as pulse disablement which necessitated a full revision. The high impedance was seen for the first time that day. The explanted generator and lead could not be returned for product analysis as the hospital does not return.